Event description:
During a surgical procedure on a pt who had experienced middle cerebral infarct, a catheter was placed ventricularly, using the posterior approach. The initial reading was 22mm mercury, the monitor read e12. The sales representative was called and explained the error message represented a dead battery. The battery was replaced but the reading was still 22mm mercury. The sales representative went to the user facility and the monitor read eeee and pressure out of range. Nineteen minutes later, the pressure reading was -10mm, within the next minute the pressure went from -10mm to 44mm and the monitor read e08. The connections were checked and the fiberoptic was replaced but the monitor still read e08. The catheter remained in the pt. Additional info has been requested.